Event description:
The biomed reported in 01-06 that a blood leak had occurred in 2005. The leak occurred at the onset of treatment. The number of reuses for this dialyzer is 22. The treatment was restarted with new disposables. The estimated blood loss is 150cc. There was no medical intervention or patient injury.